Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a system malfunction alarm while the patient was sitting down. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a system malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a system malfunction alarm while the patient was sitting down. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no anomalies. The system malfunction alarm observed by the customer was confirmed through a review of the patient file. Attempts to duplicate the system malfunction alarm were unsuccessful through normal operation of the driver. The root cause of the customer-reported system malfunction alarm could not be determined conclusively, and there was no evidence of a device malfunction. It is possible that the key switch may have been bumped and moved out of position long enough to result in the system malfunction alarm. During testing, the system malfunction alarm could be generated only through manipulation of the key switch. Although the driver was supporting a patient at the time of the system malfunction alarm, the risk to the patient was low because the system malfunction alarm did not prevent the driver from performing its life-sustaining functions. There was no change to the pumping of the driver or to the patient's condition. The driver was serviced before being released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.